Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance, undersensing, high pacing thresholds, and low amplitude two days after implant. Patient occasionally suffered pain on the left side, after medical testing, it was determined this was not related with heart wall perforation. Further examination showed the lead had become dislodged. Surgical intervention was performed and the lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The lead was received for analysis intact, not severed. Visual inspection noted that the helix mechanism returned in an extended position and with no abnormalities, the lead tip/helix appeared intact and undamaged. Dried blood was noted in the helix housing and tip region. The lead passed electrical testing. Laboratory analysis did not confirm any of the reported malfunction allegations.

Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance, undersensing, high pacing thresholds measurements, and low amplitude two days after implant. Patient occasionally suffered pain on the left side. After medical testing, it was determined this was not related with heart wall perforation. Further examination showed the lead had become dislodged. Surgical intervention was performed and the lead was replaced. This lead was returned and analyzed. No additional adverse patient effects were reported.